Event description:
It was reported that the patient was transported 120 miles and arrived at the hospital with datascope balloon catheter inserted in the right femoral artery. While in the cardiac operating theatre the md wanted to insert an iab-05840-lws for optimum fiberoptix sensor (fos) therapy. The datascope catheter was removed and an arrow fos intra-aortic balloon (iab) was going to be inserted. The md inserted a spring wire guide (swg) via the right femoral artery. The sheat was inserted and upon insertion of the iab through the sheath the arrow iab became stuck. The iab stuck "half way in the sheath." The md was unable to advance the iab forward and as a result, a new datascope catheter was inserted. There was no reported patient death or injury. The customer defines medical/surgical intervention as "catheter and sheath had to be replaced - used datascope product." There was a delay in therapy, however a time frame was not reported. There were no patient complications. The patient outcome was not reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.